Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was smoking at the arch of the plug and evidence of the melting at the plug from the side. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: upon opening the device for investigation there was evidence of water damage to the pca in multiple locations. The q3 and q4 components (B)(6) were the source of the smoke odor and had visible signs of damage. There was additional visible signs of damage to c46 (B)(6), c54 (B)(6), and c53 (B)(6). The 3 phase driver component u4 (B)(6) had damage on pins 15, 16, and 17 consistent with the previously mentioned component damage. The damaged components are a part phase b and c of the motor drive circuit. The previously mentioned damages are a result of the water on the pca. Visual inspection confirmed the melting of the dreamstation 2 housing near the power connection. Investigation of the power cord wall plug shows visual evidence of a white residue on the plug housing as well as damage to the plug. There is no visual evidence of damage to the power cord on the dreamstation 2 connection side. The device was not powered on due to the damaged pca and the risk of a thermal occurrence